Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the cannula with 0.7 units of insulin instead of 0.3 units. There was no impact to the customer's blood glucose level. Tandem's technical support educated the customer on the correct amount of insulin to fill the cannula.